Event description:
It was observed during the device inspection, that the video system center had loose scope connector socket due to a worn out latch. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction loose video connector socket would likely be due to wear of lock latch of video connector socket., and for the malfunction intermittent image would be because it could not be connected properly. Olympus will continue to monitor field performance for this device.